Manufacturer narrative:
The returned device was received, and inspected. Only device body returned as the quad tube set was cut right at the cradle by facility. No introducer was returned with device as it was reported the introducer was not available due to nature of complaint; therefore complaint for introducer issue could not be verified. The root cause for reported issue is unknown. A new introducer was mounted on the returned device to verify outer cannula integrity without issue. This is being trended and monitored.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician completed an eviva breast biopsy on (B)(6) 2017 and had difficulty removing the device. When the plastic introducer sheath was removed there were some missing plastic parts. The physician then noted the plastic parts were located at the patient's incision hole. There was no harm to the patient. The patient was discharged home.